Manufacturer narrative:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. Hair seen on the handle of the sheath. Although sterile, they did not want to use the sheath as it was. Sheath changed, incident resolution. No patient consequences. The device was not used on the patient. The bwi product analysis lab received the device for evaluation on 20-aug-2024. The device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. According to the picture provided by the customer, a hair-like was observed in the hub section; however, during the inspection of the device, no hair particle was found. A device history record was performed for the finished device batch number, and no internal actions were identified. The foreign material issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 07-sep-2024, noted a correction to the 3500a follow-up #1 under d4. Primary UDI number. Therefore, processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. Hair seen on the handle of the sheath. Although sterile, they did not want to use the sheath as it was. Sheath changed, incident resolution. No patient consequences. Additional information was received. The device was not used on the patient. The picture investigation was completed on 21-jun-2024. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, a hair was seen on the handle of the sheath. Due to this condition, a supplier manufacturing meeting investigation was performed to determine the root cause of the issue. After completing the investigation, it was concluded that the hair-like particle seems to be embedded in the glue fillet of the stopcock tubing and the device hub; therefore, this complaint is confirmed as manufacturing-related. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis, however, the root cause was identified and it was traced to manufacturing. An internal corrective action has been opened based on the available information and results of the investigation. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided and as related to the customer¿s reported ¿hair seen on the handle of the sheath¿. -investigation findings: inappropriate material (c0602) / investigation conclusions: cause traced to manufacturing (d03) / component code: packaging (g04094) were selected as related to the customer¿s reported ¿hair seen on the handle of the sheath¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: packaging (g04094) were selected as related to the customer¿s reported ¿hair seen on the handle of the sheath¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. Hair seen on the handle of the sheath. Provided a photo. Although sterile, they did not want to use the sheath as it was. Sheath changed, incident resolution. No patient consequences. Additional information was received. The device was not used on the patient.

Manufacturer narrative:
E1. Initial reporter phone:(B)(6). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 17-jul-2024, noted a correction to the 3500a follow-up #1 as should have included under h6. Type of investigation "device not returned (b17)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: pc-(B)(4).